Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The health care professional of a clinical study reported the patient had painful stimulation. The patient had hot/burning pain where the stimulator leads were every time the stimulator was turned on. Diagnostics included device interrogation in (B)(6) 2015 which revealed all impedances were within normal range. Intervention included a neurotomy on the right and left in (B)(6) 2015. At visit in (B)(6) patient reported stimulation was helping their pain. Etiology was noted as due to stimulation and possibly related to the device or therapy and not related to the implant procedure. The event was considered resolved without sequelae. Patient indication for use is spinal pain.